Manufacturer narrative:
No product is expected to be returned.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly is not working and the issue was not resolved with troubleshooting.